Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record could not be reviewed as the lot number is unknown. No additional information is available at this time.

Event description:
It was reported that the individual rings on a coupler device would not close due to misalignment during a free diep flap procedure. The surgeon reported that during the procedure the adjacent pins and holes of the coupler rings were not aligned and would not fit together. As a result the procedure could not be performed with a coupler device. The anastomosis was sutured with 9-0 sutures. The surgeon reported this event did not significantly affect ischemia time. The surgeon stated this event did not adversely affect the patient. Two gem coupler devices were reportedly misaligned. Two devices were returned for analysis. The product problems are reported in MFR. Report numbers 2183620-2015-00010 and 2183620-2015-00011.